Event description:
It was reported that, this right ventricular (rv) lead from the cardiac resynchronization therapy defibrillator (crt-d) system exhibited high shock lead impedances out of range cause by a suspected fracture. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead from the cardiac resynchronization therapy defibrillator (crt-d) system exhibited high shock lead impedances out of range cause by a suspected fracture. This rv lead remains in service. No adverse patient effects were reported.